Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The contact called tandem technical support (cts) as they were not sure if their insulin gauge reading was correct. The pump had been in use for about 30 hours, however the pump was not available to review history and verify the current gauge. Cts offered to follow up adn troubleshoot further, but the contact declined. There was no impact to the customer's blood glucose level.